Event description:
In 2008, the distributor reported that during inspection it was noticed that the screw head disassembled. The malfunction has resulted in an adverse event in the past. There was no associated pt contact.

Manufacturer narrative:
Did not happen during surgery. Not used during surgery. Request has been made to obtain the product. Eval is pending upon the return of the product.